Event description:
It was reported that the right ventricular (rv) lead dislodged and when the doctor went in to remove the rv lead to reposition it the doctor did not believe that the rv setscrew was backed off and kept turning it. When the grommet seal was removed the setscrew was discovered sitting sideways in the seal. The device and lead were repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID 6935m55 implantable tachy lead implanted: (B)(6) 2013, 5076 implantable pacing lead implanted: (B)(6) 2013. (B)(4).